Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but occlusion and rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to loose drive support disk. Insulin pump received with broken battery tube threads, cracked liquid crystal display window, cracked reservoir tube window, cracked reservoir tube lip and cracked case corner reservoir tube window. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump had crack in the upper left corner of the pump screen, insulin pump was grinding or louder during rewind and had to rewind more than once during reservoir change. Customer stated insulin pump had unexplained or random no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.